Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sigmoid colectomy with primary end-to-end anastomosis, patient was septic and required additional treatment due to stapler malfunction.